Event description:
The customer reported a blue fluid leak of approximately 1ml from the back of a coulter lh 750 hematology analyzer while running quality controls (qc). The leak was not contained within the instrument and there were no errors or system messages that occurred in conjunction with the leak the customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and goggles at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) found a leak from a hole in the tubing through pinch valve (vl64). The fse replaced the worn tubing, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).